Event description:
The pt fell shortly after implant. She experienced shocking/jolting from the device. There was a knot/swelling over the implant as well as a "pocket of pus" next to the lead which may have been pushing on the lead; the pt had to lean while sitting to avoid feeling the shocking/jolting. The device was turned off. The pt also noticed some discoloration over the ins, but did not have it checked out as she lacked insurance coverage at the time. When the pt did go in to her local primary care physician, there was infection and erosion. The area around the ins was black and the ins was "hanging out" of her body; it "exploded" out. Per the healthcare provider the pt lost a great deal of weight and the ins migrated. The pt presented with a "large decubitous hole." The MFR's label on the ins was visible through the wound. The device was removed. At the time of removal the device was in working order; there was no known device issue. The pt was receiving ongoing wound care. Further info is being requested from the hcp.